Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds in clinic. Upon further investigation it was noted the rv lead had perforated, confirmed via x-ray. This was addressed in a procedure on (B)(6) 2025 in which the rv lead helix would not retract so the lead was successfully replaced. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead perforation, helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed and the results within specification.